Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2004 after the use of the product. In addition the plaintiff's attorney alleged" fresenius dialysis machines are defective and unreasonably dangerous due to inadequate instruction and warnings when used with granuflo, in that the operator must "halve" the acetate level to account for the dangers inherent in fresenius concentrated dialysates".

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs # 1225714-2013-03639, 03640.